Event description:
Received info regarding multiple cartridge alarms with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
An additional lot number was reported (lot 3m003145). However, the cause of the event is not due to the cartridge. No product returned for evaluation. Should new info become available, a follow up report will be submitted.